Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the alarm history revealed multiple records of call service alarms. On investigation, the pump powered on and emitted a call service alarm that could not be cleared. Investigation revealed a single component on the printed circuit board was out of specification. The failed component was removed and replaced. The pump powered on normally without emission of a call service alarm. Investigation confirmed the emission of the reported call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).